Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported that the device's paddles are damaged. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, the replacement information for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.